Event description:
It was reported that the rubber door fell off the usb port, and the screen displayed small discolored dots indicating a pixel issue. There was no adverse impact to the customer¿s blood glucose level. No follow-up was needed, and the customer mentioned discontinuing the use of the mobile app due to connectivity issues with the pump; the app issue was documented separately.